Event description:
It was reported that during the stenting procedure, a stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. When the 4.00x12mm promus element stent was implanted, the stent "dropped". The stent delivery system was retrieved successfully and was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during the stenting procedure, a stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. When the 4.00x12mm promus element stent was implanted, the stent "dropped." The stent delivery system was retrieved successfully and was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was returned fully detached from the stent delivery system. The profile of the stent was severely damaged, as the stent was both twisted and kinked along its entire length. The stent also was encrusted in solidified blood. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. A considerable quantity of contrast media was visible inside the balloon, as the balloon had been inflated. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).